Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information, per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the alarm 1 (patient line open) occurred, during calibration. Per review of wo on 12 aug 2024, there was no patient involvement. Per follow up information received via email on 13 aug 2024, the device would be sent to imi. The issue was not resolved yet.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed level sensor. The device was evaluated upon receipt. Alarm 1. Replaced level sensor. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 1 (patient line open) occurred during calibration. Per review of wo on 12aug2024, there was no patient involvement. Per follow up information received via email on 13aug2024, the device would be sent to imi. The issue was not resolved yet.